Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files showed 15 applications were performed using the returned catheter. Failure file confirmed a persistent system notice message 50005 (leak detection) for the date of case. The visual inspection showed that the balloon was full of blood. The smartchip verification indicates that the catheter had been used for 15 injections. The catheter failed the performance test due to a system notice 50005 instantaneously followed by system notice 12211 (catheter not recognized). The electrical continuity failed between pin 1 and 2 (open loop). The dissection and pressure test revealed an inner balloon leak due to material crack at the distal end on the parting line and a leak through the guide wire lumen. Dissection showed a guide wire lumen breach distal to the coil, 0.6" from the end tip, and broken tc wires at the soldering point. No traces of blood were observed in the handle. An internal CAPA has been initiated to investigate the condition found. This report will be record ed and trended.

Event description:
After performing isolation of all of the pulmonary veins and subsequently confirming isolation with the mapping catheter inserted th rough the lumen of the cryoablation catheter, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Before the notice, the physician noted that the mapping catheter was very difficult to move in the lumen of the cryoablation catheter. The cryoablation catheter had been removed from the patient when the system noticed was received. The case was completed without incident and a new catheter was not needed as the veins were isolated. When the device was returned, pressure testing revealed a leak through the guide wire lumen.